Manufacturer narrative:
As soon as ellex medical became aware of the incident, the calibration of the laser system and alignment of the optical paths was verified by ellex service through a paf (product acceptance fault record ) attached. All the parameters in alignments check including offset in the paf are within the acceptance criteria which proves that the device is not at fault and is performing within the normal specifications. The general device aspects with respect to usability, instructions for use and the risk controls were evaluated . Adequacy of device design : indications of parameters relevant to safety : anterior and posterior offset located on the laser head control knob are letter and colour coded. Accuracy of controls : offset range is well defined with the required tolerance. Adequacy of labelling : operator manual (included in attachment) includes sufficient instructions, warnings, precautions for the safe use of the device and the labelling is considered adequate. Risk management : review indicated that the risk control measures (ra tango reflex-08 in attachment) are adequate and within the normal use risk levels are acceptable. Customer complaints : the device has been in use for 2 months , the device was serviced before the event for a different fault and was verified for performance. The patient was recommended vitreous surgery on (B)(6) to avoid permanent damage to the retina. The patient has been transferred to another hospital however the patient visual acuity status has not been communicated. Any subsequent findings will be updated through a follow-up report.

Event description:
The event occured in (B)(6), doctor was treating a floater on a patient and accidentally hit the retina.

Manufacturer narrative:
As soon as ellex medical became aware of the incident, the calibration of the laser system and alignment of the optical paths was verified by ellex service through a paf (product acceptance fault record ) attached. All the parameters in alignments check including offset in the paf are within the acceptance criteria which proves that the device is not at fault and is performing within the normal specifications. The general device aspects with respect to usability, instructions for use and the risk controls were evaluated . 1) adequacy of device design : a) indications of parameters relevant to safety : anterior and posterior offset located on the laser head control knob are letter and colour coded . B) accuracy of controls : offset range is well defined with the required tolerance. 2)adequacy of labelling : operator manual (included in attachment) includes sufficient instructions , warnings , precautions for the safe use of the device and the labelling is considered adequate. 3) risk management : review indicated that the risk control measures ( ra tango reflex-08 in attachment) are adequate and within the normal use risk levels are acceptable. 4) customer complaints : the device has been in use for 2 months , the device was serviced before the event for a different fault and was verified for performance. The patient was recommended vitreous surgery on 5th september to avoid permanent damage to the retina.the patient has been transferred to another hospital however the patient visual acuity status has not been communicated. There's been no update on the patient status however the user was recommended for a laser training.

Event description:
This is a follow -up report . The event occured in japan, doctor was treating a floater on a patient and accidentally hit the retina.this report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.